Event description:
While inserting a new dexcom g6 sensor, as directed by their user manual, my son had severe pain and a bleed out. This was the second time in two weeks that this happened, and we were not able to use the cgm reliably as a result until new sensors arrive. We have also had issues with their phone application not working with our (B)(6). FDA safety report ID# (B)(4).